Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the patient had fallen three weeks prior. To resolve the patient's issues, they were seeing a healthcare provider and manufacturer's representative later that day. No further issues were noted or anticipated.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported the patient fell and the ins moved or something. The patient now experienced numbness in their leg and back on the same side as the ins and the ins was hurting them. The caller reported the patient said the ¿thing¿ doesn¿t work and clarified it was on, but it did not help them. The patient was trying to get a shot, the healthcare professionals (hcp) think the patient needs an MRI, but they won¿t do it. It was mentioned the patient wanted the device removed. It was mentioned the patient¿s back had been hurting them their whole life and that was the reason for implant. The patient was directed to their hcp to discuss explant. No further complications were reported.